Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to have a kink, which also contained a tear. Additionally, the top housing was found to have a crack on one side, and the reservoir cap was observed to have a bubble at the top. Furthermore, markings were seen on the commutator cap; however, the download data showed no abnormalities or signs of struggle. Investigation found the device was not able to deliver insulin as intended. Cause and timing of the observed markings and damages could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached between 10.8 to 15.7 mmol/l (194.4 to 282.6 mg/dl) while wearing the pod between 1 and 4 hours on the back. Multiple corrections were administered using the pod (total of 19 units) but the patient¿s bg levels did not decrease. A new pod was applied to treat the hyperglycemia.